Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and unknown right ventricular (rv) lead experienced a syncopal episode. As a result, the patient was admitted to a nursing home. It was indicated that the patient had not presented for a follow-up in more than one year. The electrocardiogram confirmed there was no pacing at 50 beats per minute. The threshold test confirmed the rv threshold measurement had increased higher than the programmed output. As a result, the output was reprogrammed to ensure capture. No additional adverse patient effects were reported.